Event description:
The facility representative reported, broken door handle on the flogard pump. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Eval summary: a baxter service technician evaluated the pump and confirmed the reported condition of the broken door handle was due to the cracked door assembly. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue is being investigated under CAPA.